Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrator (ICD) inappropriately switched to backup mode due to a magnetic resonance imagining (MRI) procedure, where the MRI protocol was not followed. There was no defibrillation therapy available at the time of the backup mode switch. The patient was asymptomatic. The ICD was reprogrammed successfully. The patient left in stable condition.